Event description:
User received discrepant ise results for two patient samples. Repeat testing performed on another analyzer - same methodology. Sample 1, initial sodium gave 112; repeat gave 149 mmol per l. Initial potassium gave 2.0; repeat gave 2.7 mmol per l. Sample 2, initial sodium gave 108; repeat gave 145 mmol per l. Initial potassium gave 3.4; repeat gave 4.7 mmol per l. No erroneous results were reported to medical professionals. User stated they have made no corrected reports for the laboratory due to this issue.

Manufacturer narrative:
The customer found the sample probe to be clogged and replaced sample probe. The field service representative ran calibration, controls and precision study to verify the performance of the analyzer. Customer reported no further events related to this issue.